Event description:
Boston scientific received information that this right ventricular (rv) lead displayed undersensing. A save to disk was sent to technical services (ts) for review. There were no adverse patient effects reported.

Manufacturer narrative:
Subsequently, information was received from the field that the patient with this lead passed away. The physician stated the death was not related to the performance of the implanted product, but rather due to the patient's condition of advanced stage congestive heart failure. Boston scientific's internal technical services additionally reviewed device history information, confirming no product performance anomalies. No return of product is expected. Should the lead be returned in the future, this event will be updated and a follow-up provided

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.